Event description:
A technician reported that a pt experienced a button hole when the corneal flap was created in his right eye. Add¿l info has been requested on multiple occasions, but none has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).